Event description:
It was reported by the customer that during a routine check the cs300 intra-aortic balloon pump (iabp) had non-continous pa (bp) reading. There was no patient involvement and no harm reported. The getinge field service engineer (fse) specified that the customer reported that sometimes the message ¿intermittent pa pressure signal¿ appears. No detailed evaluation has occurred thus far, the device is reportedly used without problems.

Manufacturer narrative:
E1. Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.